Manufacturer narrative:
B3: the year of the event was reported as 2025 but the exact day/month were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy +6.7%. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation for the pump failed accuracy +6.7%. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the clock battery past replacement spec. The complaint could not be confirmed with visual inspection or functional testing. The accuracy test was performed, and the device delivered 21.2 ml, which is within range at +6%.